Event description:
It was reported that the tandem mobi pump battery would not charge despite using the correct charging equipment. There was no adverse impact to the customer's blood glucose level. The customer tried using a different charging cable without success and did not have an additional charging pad available. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.